Event description:
It was reported that a patient underwent an atrial fibrillation cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified the pebax to be broken with internal parts exposed. Initially, it was reported that after an afib cryo case, a retroperitoneal bleed was discovered. The retroperitoneal bleed was confirmed by echocardiogram (echo) and computerized tomography (CT). Blood and fresh frozen plasma were provided to the patient, as well as a right chest tube, as medical intervention. The patient was reported to be in stable condition. The physician believed the injury was not related to the ablation portion of the procedure. The physician believed the injury was related to vascular access at the beginning of the procedure. This event was assessed as not MDR reportable against any bwi product. The reporter has stated that the sheath is not a biosense webster inc. (Bwi) product. Confirmation was received that the sheaths used during the case were an abbott/st jude sl1 and medtronic flexcath. Therefore, the harm is associated with a sheath due to risk of the sheath having direct contact with vasculature tissue. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-nov-2023, the pebax was found broken with internal parts exposed. This was assessed as MDR reportable. The awareness date for this reportable lab finding was 10-nov-2023.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection was performed following bwi procedures. Visual analysis revealed the pebax is broken with internal parts exposed. No further test was performed as no malfunction was reported for the device. The root cause of the damage on the pebax could be related to the handling, since in the process, there are control inspection points to avoid this kind of issue; however, this could not be conclusively determined a manufacturing record evaluation was performed for the finished device 31010070l number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).